Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Review of the episodes showed high amplitude sporadic electrical noise. Upon explant, a suspected clavicular crush was observed. There were no complications with the extraction and replacement procedure.

Manufacturer narrative:
Internal insulation abrasion was noted under the svc coil at 40.3-40.4cm and 40.4-40.5cm from the connector pin. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc coil at 40.8-40.9cm from the connector pin. The sensing conductor etfe coating was abraded and signs of melting were noted at this location, consistent with the observations from the field of noise and inappropriate shock.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.